Manufacturer narrative:
The correct information has been provided with this report. Insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. Unable to perform any tests due to button unresponsive. Insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 450 mg/dl. The customer stated that the time clock advances when monitored for one minute. The customer's parent was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.